Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced. It was also reported that the right atrial lead had noise, which caused the device to detect an atrial arrhythmia. The physician was aware of the noise, but elected to not make any changes and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4058m-52 lead, implanted (B)(6) 1996. (B)(4).